Manufacturer narrative:
This product malfunction did not cause a serious injury or death; however, magellan diagnostics is reporting this event under the medwatch program as the malfunction could have lead to a minor user injury. No patient injury or harm resulted from this event. Magellan is currently investigating the root cause of this malfunction.

Event description:
Customer reported that one of the leadcare ii control vials provided in the leadcare test kit was damaged when they attempted to open it. Specifically, the plastic lid detached due to the screw grooves in the glass vial cracking. The customer confirmed that this is a new kit and that no one was injured during the incident. Photos of the damage have been provided.